Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. However, a disconnection from a solution bag was reported to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred with the patient connected during fill cycle one in peritoneal dialysis therapy. A supply line became disconnected form a supply bag and leaked causing the alarm. The technical services representative assisted the patient in ending therapy. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.